Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On (B)(6) 2024, it was reported by the patient that the cannula was bent and crimped when she take it out due to which hyperglycemia occurred. Infusion set was placed in abdomen. Patient had started noticing due to blood sugar starting to spike at the highest it went up to 25 mmol. High blood glucose is corrected by the insulin pens. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly.